Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the site experienced a fault. The caller stated that the surgeon reported that the image was flipped. The caller stated that the issue was resolved they aren't sure if the endoscope was reseated. The isi tse viewed logs and noted error #23003 on the universal surgical manipulator (usm) axis4. The isi tse informed the caller that no action is needed at the moment since the image alignment was correct. The isi tse recommended that the site call back in and grab a backup endoscope if the error returns. The site completed the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgical procedure being performed was a robotic-assisted ventral hernia. The surgical task that was being performed at the time of the event was the surgeon beginning the procedure at the surgeon console after docking. The image was inverted. The event potentially involved a reversed control of system arms. The contact person stated vision orientation changed on its own. It was unknown if the endoscope moved freely with uncontrolled motion. The reported issue was resolved prior to help with troubleshooting. At the time of the event, the system did recognize the correct endoscope. It was unknown if the surgeon confirmed the desired orientation when the endoscope was installed. The indication of the image orientation provided to the surgeon via the user interface was unknown. The procedure was completed with the same endoscope. The vision issue did not result in patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer about the camera issue. The customer confirmed no further issues were reported on the system and it was fully functional. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.